Manufacturer narrative:
Return requested. Replacement .4mm core fiber 10mm tip shipped to site 07/06/2016. Medtronic engineering evaluation of returned suspect .4mm core fiber 10mm tip finds that interference fit with a stiffening stylet was confirmed. Insertion force of the stylet into the cooling catheter system (ccs) needs to be measured in order to determine if the device is performing to specifications. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while in a laser induced thermal therapy (litt) procedure, the surgeon alleged they had a defective catheter - the stiffening stylet barely fit inside of the catheter. The patient was not on the table at that time. Stylet was difficult to push into the catheter and it was causing the stylet tip to curl under tension. They tried a different catheter and experienced the same issue. Noted was that they deemed the inner diameter of the catheter was a little smaller than normal. The surgeon continued the corpus calistomoy procedure and completed with the use of the laser induced thermal therapy system and the navigation system. Delay in therapy was greater than one hour before continuing. There was no impact on patient outcome.